Event description:
Additional information received reported that they got staph infection when the implant was put back in their back. The patient reported that they were in and out of the hospital for four months to get IV's to kill the infection. It was reported that the doctor had to take the unit out including wires for a month heal.

Manufacturer narrative:
"After 2 months, a new unit was put back in" was included.

Event description:
Additional information received reported that they got a staph infection when the implant was put back in their back. The patient reported that they were in and out of the hospital for four months to get IV's to kill the infection. It was reported that the doctor had to take the unit out including wires for a month to heal. After 2 months, a new unit was put back in.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they developed a staph infection post (B)(6) 2012 implant. The patient was back in the hospital 24 hours later with a fever and sick. They tried to treat the infection but it didn't work so they had to takeout the implantable neurostimulator (ins) and leads in order to treat the infection. They left them out for 30 days and then the doctor implanted in a different location. The area of infection was reported to be at the ins and lead. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient stated that after his surgery to "fix" the ins from the fall - he developed a staph infection and mrsa - he went to the hospital 3 different times and had IV antibiotics administered but the infection kept coming back. 3rd time, maybe in 2012, when the antibiotics did not work, dr. Soin decided to take the device out but did not take the leads out. After 30 days or so, another ins was put in and patient currently has that ins, which is dead because of normal battery depletion. **omitted information regarding (B)(6) ¿ fall caused major problems.**